Manufacturer narrative:
The patient was born in 1965. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as the patient had a non compliance to sterilization technique. The patient was hospitalized on the same day as onset. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routs of administrations was not reported) for the event. Fifteen days after event onset, antibiotic treatment was discontinued and the patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information is not available.